Event description:
It was reported, that while observing a surgery procedure it was not possible to remove the target device from the gamma nail. They used replacements and the surgery was successfully completed at the end. There was a delay of 120 min.

Manufacturer narrative:
Once the investigation has been completed any additional informaton will be reported in a supplemental report. Associated devices: (B)(4), target device gamma3 300x160mm, lot# kp268546, (B)(4) trochanteric nail kit, ti gamma3 11x180mm x 130 lot# k240622.